Event description:
An optometrist reported that a patient presented with pain in the left eye approximately one month post photo refractive keratectomy (prk). It was noted that the patient had possible epithelium erosion or a corneal abrasion in the left eye. The left eye had trace resolving epithelial defect separate from the suture line of epithelial cells healing from prk treatment in the left eye. The patient was given topical sodium chloride hypertonicity ophthalmic solution and difluprednate eye drops. It was noted that the patient was unsure if she scratched her eye or not. Additional information provided states that the symptoms are clear and vision is good.

Manufacturer narrative:
A review of the technical service on-site showed no abnormalities that could have contributed to this event; the laser was successfully verified prior to the date of the event. The log file review shows no abnormalities that could have contributed to the reported event. The treatments were completed to 100% and all laser system functions were within specifications on the date of treatment. No technical root cause could be determined, system is performing within specifications. (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. No root cause has been identified based on the currently available details. The manufacturer internal reference number is: (B)(4).